Manufacturer narrative:
(B)(4). Concomitant medical products: stanmore acet cup arcom 28x57, pn165783 ln 6219530, 28mm mod hd std neck tp1 taper, pn 163662 ln j6116409. Report source- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported by the hospital that a patient underwent an initial hip replacement surgery. Subsequently, the patient experienced subluxation on an unknown date. Patient was suffering from instability due to subsidence of the stem. Patient underwent a revision procedure on an unknown date, during which the femoral head was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI: (B)(4). X-ray was received and sent for further assessment which states that there is no evidence of loosening, wear, or radiolucency. An accurate measurement of the acetabular cup abduction (lateral inclination) can not be determined on the images submitted but the abduction angle is clearly higher than normal and would theoretically predispose the patient to subluxation/dislocation and instability. No other findings that would contribute to instability or subluxation are seen. Reported event was confirmed by review of x-rays provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.